Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the button is difficult to depress and no insulin comes out. Customer's blood glucose at the time of the incident was 400 mg/dl. It was unknown how the customer treated the high blood glucose. During troubleshooting, customer tried another needle and insulin did not exit. Customer was advised to remove the cartridge holder and dial 5 units but the screw was not moving when dose button is pushed. No harm requiring medical intervention was reported. The device is expected to return for analysis.